Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer's blood glucose level was 111 mg/dl. Customer stated he was having issues with the keypad. Customer removed the battery for 7 minutes and placed it back into the pump. Customer stated that the pump was alarming at the time of the call. Customer was assisted with clearing the alarm. Customer was unable to clear the alarm due to the battery out limit alarm. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that the buttons are unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Displacement test, stop current test, run current test, and off no power test were not performed and the battery out limit alarm was not verified due to no button response. The device had minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.